Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an healthcare provider (hcp) regarding an imaging system being used for a sacroiliac and thoraco lumbar procedure. The hcp reported that while attempting to use the o-arm for a post-op scan the system would not take the spin and started "jumping around the table." The hcp reported that they ended up using the o-arm to take an ap and lateral to complete the case. There was no surgical delay and no impact to patient outcome.